Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
The customer reported that the unit had a check vent alarm for a high blower temperature error which was logged twice. The customer contacted product support and reviewed the error code per the manual and suggested replacing the blower. The customer reported that the unit was not in use on a patient. Product support suggested the customer replace the blower assembly to address the reported problem.

Manufacturer narrative:
G4:22mar2021. B4:06apr2021. Based on the new information received from customer. The september occurrence of blower temperature high was found after setting the ventilator up on a patient. The respiratory therapy team was at bedside and caught the issue immediately and swapped out the ventilator. There was no medical intervention such as manual ventilation. Patient details and vent settings are unknown. The ventilator was brought to the biomed shop where a 3rd party biomed changed out the blower. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.